Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.9mm x 46mm, eccentric, de novo target lesion containing 45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noted that the distal part of the stent itself was deformed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years old or older. Device evaluaed by MFR.: synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found that, stent strut on the 8th proximal stent row was lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the and inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years old or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.9mm x 46mm, eccentric, de novo target lesion containing less than equal to 45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noted that the distal part of the stent itself was deformed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.